Manufacturer narrative:
The 8fr sheath was returned with the dilator inside the sheath and dried blood on the components. The tip of the returned dilator was found to be cracked. No damage was observed on the returned sheath. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), there was difficulty passing the dilator through the sheath. The sheath was removed and a crack was noted at the tip. The procedure was completed using another sheath and dilator. There was no reported injury to the patient.

Manufacturer narrative:
The complete event site name is (B)(6) medical center. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), there was difficulty passing the dilator through the sheath. The sheath was removed and a crack was noted at the tip. The procedure was completed using another sheath and dilator. There was no reported injury to the patient.